Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. The reported device was received for evaluation; the event has not been confirmed yet as the evaluation is still in progress. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event, in which the device was determined to have a hole in the hose which passes air and lubricant. There was no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. One device was received for evaluation. One device was not confirmed for the reported event; the device was found to be within specifications.

Event description:
This report summarizes 1 malfunction event, in which the device was determined to have a hole in the hose which passes air and lubricant. There was no patient involvement; no patient impact.